Event description:
The customer reported one patient sample tube broke inside the centrifuge involving automate system. The customer had on personal protective equipment (ppe) and cleaned up the sample inside the centrifuge. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the instrument on (B)(6) 2011. The customer reported the sample tube came out of the centrifuge bucket, leaving the cap. The fse inspected and discovered several bucket holders were restricted in movement, which could inhibit swinging of the bucket during operation. The fse removed bucket holder pins, cleaned, lubricated and re-installed. The fse processed six sets of test tubes without errors, jams, or missing tubes. The fse noted stat stickers were on the sample tubes, including the centrifuged tubes. The stickers obstructed the tube from being fully inserted into the centrifuge bucket, which could also cause the tube to be loose in the centrifuge. The fse discovered several tube carriers with bent arms, which will cause the tubes to be dropped. The fse corrected the arm into proper position. The fse monitored sample tubes being processed for several hours and noticed sample tubes were "flung" or "thrown" due to the extra stat labels on the bottom of the tubes. The extra labeling caused improper tube positioning, to be not in their designated areas. The fse advised the customer; the customer acknowledged and will relay the information to the staff. The instrument was in operation. All related medwatch reports: 2050012-2012-00264; 2050012-2012-00271; 2050012-2012-00272; 2050012-2012-00273; 2050012-2012-00274. (B)(4).